Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The first blood sample, collected on (B)(6) 2021, was tested with the elecsys hiv duo assay and yielded a reactive result of 2.35 coi. A second blood sample, collected on (B)(6) 2021, was tested with the same assay and yielded a reactive result of 2.15 coi. The same patient sample was subsequently tested using the abbott alinity system. The hbsag result was borderline, with a confirmation test yielding a negative result. The hiv duo result on the abbott alinity system was clearly negative. No information regarding hiv confirmation testing, such as hiv rna testing or western blot, was provided.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The customer's initial reactive results were confirmed during internal testing. However, interference analysis indicated that the patient sample was non-reactive in the elecsys hiv ag confirmatory test, leading to the conclusion that the initial reactive results were false reactive. Calibration and quality control data were reported to be within the manufacturer's limits, although no specific data was provided for review. The root cause was attributed to a sample-specific discrepancy. False reactive results may occur. The assay was performing as intended.